Event description:
Customer reported issues with the insulin pump. Customer states that the scroll bar is moving up and down. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping during testing. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.